Manufacturer narrative:
Corrected data: e4 (initial reporter also sent report to FDA?) Updated from "yes" to "no". Additional information: h6 (type of investigation) , h11 (roi). H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified as a possible adverse effect. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. As well, the possible adverse effects section states that looseness of components can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management files revealed these failure modes were previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. A review of the sterilization records revealed the batches were sterilized within normal parameters. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2025, the patient experienced septic mobilization. This adverse event was treated by a revision surgery on (B)(6) 2025, in which a lgn ox constrained fem 3 lt, lgn rev tibia base sz 3 lt, legion con art ins 9mm sz 3-4, lgn pressfit stem 16mm x 120mm, lgn cement stem12mmx160mm strt and a lgn scrw dis fem wdg sz3 5m were exchanged. Patient's current health status is unknown.